Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The device has yet to be received for evaluation. (B)(4).

Event description:
The customer stated: the problem with this unit is, it will not oscillate when the start button is depressed. We found that the pulse width modulator light emitting diode remains red all the time. We checked the fuse at the controller printed circuit board and all electrical connections from the pulse width modulator and alarm printed circuit board and did not find any loose connections. The customer advised that the unit was not on a patient at the time of the event.